Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Patient information - ni, date of event - ni, device product code - ni, expiration date - ni, date implanted - ni, initial reporter - ni, manufacture date ¿ ni. Unknown stem, unknown head, and unknown liner.

Event description:
Patient's hip was revised due to acetabular bone loss and cup location. No additional information provided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0001822565-2017-04038.